Event description:
The customer observed a false positive alinity I total b-hcg result for one patient sample. The following data was provided (reference range: < /= 5.00 miu/ml is negative and >/= 25.00 miu/ml is positive): initial b-hcg result = 760.7 miu/ml (positive), repeat 1 result = < 2.68 miu/ml (negative), repeat 2 result = < 2.68 miu/ml (negative). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing of a retained reagent kit, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. The number of standard deviations to cut-off for the negative population and the patient median values obtained with the complaint lot 58303ud02 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Accuracy testing of lot 58303ud00, lot contains the same bulk material as lot number 58303ud02, was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or product deficiency of the alinity I total b-hcg reagent lot 58303ud02 was identified.

Manufacturer narrative:
Correction: h4 - device mfg date: initial: 11/22/2023 / updated to 11/27/2024. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p51-74 that has a similar product distributed in the us, list numbe 7p51-21 / -31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive alinity I total b-hcg result for one patient sample. The following data was provided (reference range: < /= 5.00 miu/ml is negative and >/= 25.00 miu/ml is positive): initial b-hcg result = 760.7 miu/ml (positive). Repeat 1 result = < 2.68 miu/ml (negative). Repeat 2 result = < 2.68 miu/ml (negative). There was no impact to patient management reported.

Manufacturer narrative:
Received updated information on 22apr2024: d4 - lot # initial: 58303ud00 / updated to lot # 58303ud02. D4 - primary UDI number initial: (B)(4). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p51-74 that has a similar product distributed in the us, list number 7p51-21 / -31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.